Event description:
New information noted that programming changes were performed. The patient was in stable condition.

Event description:
Additional information received noted that the right ventricular lead was capped and replaced. There were no patient consequences.

Event description:
Related manufacture reference number: 2017865-2023-38718. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing and the implantable cardioverter defibrillator exhibited post-post t wave oversensing and far r wave oversensing. The implantable cardioverter defibrillator performed inappropriate anti-tachycardia pacing. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that programming changes were performed again on (B)(6) 2023. There were no patient consequences.